Event description:
Customer reported significant battery charge drop of 80% in a short period. There was no adverse impact to the customer¿s blood glucose level. The customer had not experienced the issue for the last six weeks and was advised to monitor the pump and contact support if the problem reoccurs.